Manufacturer narrative:
The customer declined ge service. No repair information available. Customer reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported high co2 delivery. There was no report of patient involvement.